Event description:
Sterile processing department director noted that the comply instrument protector, which resides in the sets when sharp instruments such as hooks, etc... (And are needed in the set). An orange substance has been observed on the card upon opening the set(s). It is the ethylene oxide (eo) chemical indicator which is on the card and should not run during sterilization, but has done so. The company who manufactures these has given us the following instructions: "if you find one of the cards shown below in which the eo chemical indicator on the protector card has run (orange on left side), please consider the set contaminated. We will replace the set. But the set does need to be re-processed. No flashing should be done if this is noted (not necessary)" we don't yet know why it has occurred. We have pulled all the lot numbers involved but there will be some of these protectors still found in sets.